Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht50 ventilator power off alarm on the panel board is not functioning correctly. There was no patient involvement. Service engineer replaced battery and filters, unit passed calibration and passed all testing per service manual.